Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / pressure where I believe ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("being diagnosed with fibromyalgia"), alopecia ("hair loss"), dysmenorrhoea ("painful period"), menorrhagia ("heavy period"), migraine ("chronic migraines"), asthenia ("no energy"), hot flush ("hot flashes"), cough ("coughing"), retching ("gagging "), stress urinary incontinence ("pee with every cough") and pyrexia ("fever") and underwent cholecystectomy ("gall bladder removed") and cyst removal ("two cysts under my right arm removed"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, retching, stress urinary incontinence and pyrexia outcome was unknown. The reporter considered alopecia, asthenia, cholecystectomy, cough, cyst removal, dysmenorrhoea, fibromyalgia, hot flush, menorrhagia, migraine, pelvic pain, pyrexia, retching and stress urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain / pressure where I believe ovaries') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("being diagnosed with fibromyalgia"), alopecia ("hair loss"), dysmenorrhoea ("painful period"), menorrhagia ("heavy period"), migraine ("chronic migraines"), asthenia ("no energy"), hot flush ("hot flashes"), cough ("coughing"), retching ("gagging "), urinary incontinence ("pee with every cough") and pyrexia ("fever") and underwent cholecystectomy ("gall bladder removed") and cyst removal ("two cysts under my right arm removed"). The patient was treated with surgery (hysterectomy leaving ovaries). Essure was removed. At the time of the report, the pelvic pain, retching, urinary incontinence and pyrexia outcome was unknown. The reporter considered alopecia, asthenia, cholecystectomy, cough, cyst removal, dysmenorrhoea, fibromyalgia, hot flush, menorrhagia, migraine, pelvic pain, pyrexia, retching and urinary incontinence to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media: new reporter and event coughing, gagging and made me sick added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.